Event description:
The facility reported an infusion pump with failure code 12:303:984:002 occurring during patient use. The pump was reported to be infusing heparin on channel b. The hospital representative stated that no patient injury has been reported.